Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the squirted insulin instead of dripping and buttons was sometimes pressed and multiple times to function. Customer¿s blood glucose level was unknown. Customer stated that the rejected new batteries, no delivery alarms necessitating in set change and connection port in reservoir starting to crack. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm, prime/fill anomaly due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. (B)(4).